Manufacturer narrative:
Average age. Majority gender. Date of publication. Coronary artery calcium score in predicting periprocedural myocardial infarction in patients undergoing an elective percutaneous coronary intervention. Doi: 10.1097/mca.0000000000000651. If information is provided in the future, a supplemental report will be issued.

Event description:
This study aimed to evaluate whether the coronary artery calcium score (cacs) measured with computed tomography coronary angiography (ctca) predicts periprocedural myocardial infarction (pmi) in patients undergoing an elective percutaneous coronary intervention. 197 patients treated with optimal pci were included in this study. Medtronic zotarolimus des were among des implanted .clinical adverse events identified were death , revascularization (tlr, tvr), non fatal myocardial infarction, stroke and gastrointestinal bleeding.